Manufacturer narrative:
The insulin pump passed functional tests. No motor error alarm noted during prime test or during bolus/basal delivery. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 184 mg/dl. Nothing further reported.